Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens+ (lal+, sn (B)(6), +19.0d) in the left eye on (B)(6) 2024. Postoperatively, the patient underwent 2 light adjustments and no lock-in treatments. The patient self-reported that they initially wore the rxsight uv spectacles during the post-operative period but discontinued later. Approximately 16 months following implantation, the patient presented to the clinic with blurry vision. Upon examination, a raised area was observed on the lens consistent with polymerization. The lal+ was explanted on (B)(6) 2025.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).